Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred on an unspecified date regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where they reported that plum pump primary tubing cracked at lowest connection going into the patient IV line. They reported that IV site was wrapped with towel to keep patient from pulling out the IV line and to keep straight to infuse. They also noted that the patient was developmentally delayed, and nonverbal, therefore they had difficulty holding their arm still during infusion. Entire bag of prescribed medication leaked unto the towel through the crack. There was patient involvement and no patient harm.